Event description:
The radiology results from (B)(6) 2025 showed the vad in-situ. There was moderate luminal narrowing of the cannula of the proximal outflow graft with lining thrombus. The inflow cannula appeared widely patent.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was confirmed via the submitted images; however, a specific cause for the obstruction could not be conclusively determined through this evaluation. Review of the submitted images confirmed compression of the graft that appeared to be consistent with eogo. Review of the submitted log files captured the pump functioning as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction - section h7/h9 - adding fsca number.

Event description:
It was reported that the patient presented to the outlying facility for a heart transplant workup. The facility saw some abnormalities concerning a blockage with the outflow graft and referred the patient to a different facility. The patient came in for a routine visit for a computed tomography (CT) scan, right heart catheter and echocardiogram. The right heart catheter showed a ci of 2.1 and a pulmonary artery (pa) saturation of 58%. All other parameters were within normal limits. Due to these results the speed was increased from 5400 to 5600 rpms. The repeat parameters after the adjustment showed ci 2.5 and pa saturation of 60%. After the CT scan the abnormality appeared to be a build of bio-debris on the bend relief. No adverse events or pump issues were noted at this time. There was discussion with the patient about a possible outflow graft stent placement in the future. The log files were reviewed and captured routine events. The ventricular assist device (vad) and peripheral equipment were function as intended. The flows were stable in the 4 lpm range throughout the data. The findings on CT were not causing an flow concerns at the moment. There were no patient symptoms as the finding was incidental on CT. The patient was scheduled for an outflow graft stenting. The patient was undergoing transplant evaluation at a different hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The stenting procedure was planned to be done on (B)(6) 2025. Attempted stenting of the outflow graft was unsuccessful. The plan of the care was to continue to monitor the patient for hemodynamic/flow issues.